Event description:
It was reported that this pacemaker was unable to be interrogated with multiple programmers and the physician suspected the battery had prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated with multiple programmers and the physician suspected the battery had prematurely depleted. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. No telemetry was confirmed upon return. Battery voltage was found to be too low to support pg functions. Destructive battery analysis found an insulating tube that was torn and caused an internal short that depleted the battery. In addition, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.